Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a infusion of fluids into a peripheral line, the patient's blood leaked from the port closest to the patient. There was no patient harm.